Manufacturer narrative:
H3 other text: the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease (unspecified), cancer (unspecified). No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on dec 23, 2023, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease (unspecified), cancer (unspecified). No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, during the evaluation, secondary findings was observed. The third-party service center concludes that device was repaired. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.